Event description:
Event description cpi received received a phone call concerning this implantable pulse generator (ipg). The caller felt that the ipg may have been exhibiting a sudden depletion of the battery. The magnet rate, which is a measure of the battery depletion level, was measured at 90 ppm in january of 1995, and 85 ppm in november of 1996.